Manufacturer narrative:
H11 : since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the on market quality review (omqr) procedure.

Event description:
Reference number (B)(4) event occurred in canada on (B)(6)-2024, it was reported by the patient that he was hospitalized due to hyperglycemia and high ketones for more than 24 hours. Symptoms at the time of events are pain in the abdomen, vomiting, sweating and cold/black poop. No further information was available